Event description:
Hill-rom rec'd a report from the account stating pins on the nurse call is not functioning. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the pt control panel to be inoperable. Per the hill-rom svc manual the advanta 2 should be subject to an effective maintenance program. This will help make sure of long, operative life for the advanta 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot side railed are not bent or twisted. Make sure the latch mechanism operated correctly. An audible click must be heard. Remove the side rail cover, and make sure the mounting screws are tight. Inspected the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. Repair or replace the side rail as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unk if the facility performed any other preventative maintenance on this bed. No further info is available on the repair of the bed at this time. If any add'l relevant info is identified following completion of the repair, the add'l relevant info will be submitted in a supplemental report.